Event description:
A customer contacted beckman coulter inc., (bec) and reported that the unicel dxh 800 coulter instrument leaked fluid in the area of the mixing chambers. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves. There was no exposure to the customer. There was no contact to mucous membrane or open wounds. The operator did not seek medical attention. The laboratory has an exposure control or risk management plan in place. Material safety data sheet (msds) was not reviewed. There was no an effect to patient results. There was no death, injury or change to patient treatment as a result of this event.

Manufacturer narrative:
Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. A field service engineer (fse) was dispatched and found that the nucleated red blood cells (nrbc) chamber was overflowing due to a plug with unidentified material. The fse flushed the bottom port of the chamber out and the drain solenoid valve (vl230). The repair was verified per established procedures. Per phone call with the fse, he could not identify the source of the plug. The root cause of this event was the clogged nrbc mix chamber. (B)(4). An MDR associated with this event: 1061932-2011-02029.